Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer was using off label insulin. Tandem technical support educated customer on insulin labeling. Customer reverted to an alternate form of insulin therapy. In addition, it was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. The customer's blood glucose level ranged from 99-103 mg/dl.